Manufacturer narrative:
Calibration was last performed on (B)(6)2022. The level 2 qc data provided was acceptable. The level 1 qc recovery data was not provided. A 5-sample precision check was performed successfully. The investigation did not identify a product problem. The root cause of the event could not be determined. Device evaluated by MFR : na.

Event description:
There was an allegation of questionable elecsys total psa immunoassay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial total psa result was 39.22 ng/ml with flag. The sample was re-centrifuged, poured into an aliquot cup, and repeated. The repeat result was 1.52 ng/ml. The sample was repeated a second time and gave the same result as the first rerun. No questionable results were reported outside of the laboratory. The analyzer serial number was requested but not provided.